Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 735706) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo esure confirmation test". The patient's past medical history included multigravida, parity 2 ((B)(6) 2008 and (B)(6) 2011)), vaginal bleeding and menorrhagia. Concurrent conditions included genital warts, female condom, birth control pill, spontaneous abortion (2), bleeding genital and depression. Concomitant products included progesterone since (B)(6) 2017. In 2011, the patient experienced dysgeusia ("metal taste in mouth") and joint swelling ("swollen ankles"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vitamin d decreased ("hormonal changes: describe: vitamin d level low"), nausea ("nausea"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and pelvic pain ("pain/ pelvic pain"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), dyspareunia ("pain during intercourse"), rash ("rashes or skin conditions type: rash"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced hypoaesthesia ("legs numb") and dizziness ("dizziness during menstruation"). In (B)(6) 2012, the patient experienced dental caries ("tooth decay or loss"), tooth loss ("tooth decay or loss") and weight fluctuation ("weight fluctuation"). In 2012, the patient experienced bacterial vaginosis ("infection(bladder/ urinary tract/vaginal)type: bacterial vaginosis"). In (B)(6) 2013, the patient experienced vision blurred ("blurred vision"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural pain ("painful post-operative recovery"), myalgia ("muscle pain"), menometrorrhagia ("irregular, prolonged menses/blood clots"), back pain ("severe back pain"), abdominal pain lower ("cramping when not menstruating"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), anxiety ("emotional anguish") and arthralgia ("joint pain"). The patient was treated with colecalciferol (vitamin d), citalopram hydrobromide (celexa), metronidazole, oxycocet (percocet), ondansetron (zofran), antibiotics, paracetamol (tylenol), ibuprofen, fluoxetine hydrochloride (prozac) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, myalgia and arthralgia had resolved, the genital haemorrhage, female sexual dysfunction, alopecia, dental caries, tooth loss, dysgeusia, vitamin d decreased, vision blurred, joint swelling, hypoaesthesia, nausea, dizziness, fatigue, migraine, headache, menometrorrhagia, back pain, abdominal pain lower, dyspareunia, bacterial vaginosis, vaginal discharge, rash, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight fluctuation, urinary tract disorder, bladder disorder and anxiety outcome was unknown, the procedural pain and depression had not resolved and the pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, dental caries, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypoaesthesia, joint swelling, menometrorrhagia, menorrhagia, migraine, myalgia, nausea, pelvic pain, procedural pain, rash, tooth loss, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin d decreased and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc FDA codes entry. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 735706) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 2 (((B)(6) 2008 and (B)(6) 011)), vaginal bleeding and menorrhagia. Concurrent conditions included genital warts, condom, birth control pill, spontaneous abortion (2), bleeding genital and depression. Concomitant products included progesterone since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysgeusia ("metal taste in mouth") and joint swelling ("swollen ankles"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vitamin d decreased ("hormonal changes: describe: vitamin d level low"), nausea ("nausea"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and pelvic pain ("pain/ pelvic pain"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), dyspareunia ("pain during intercourse"), rash ("rashes or skin conditions type: rash"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced hypoaesthesia ("legs numb") and dizziness ("dizziness during menstruation"). In (B)(6) 2012, the patient experienced dental caries ("tooth decay or loss"), tooth loss ("tooth decay or loss") and weight fluctuation ("weight fluctuation"). In 2012, the patient experienced bacterial vaginosis ("infection(bladder/ urinary tract/vaginal)type: bacterial vaginosis"). In (B)(6) 2013, the patient experienced vision blurred ("blurred vision"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural pain ("painful post-operative recovery"), myalgia ("muscle pain"), menometrorrhagia ("irregular, prolonged menses/blood clots"), back pain ("severe back pain"), abdominal pain lower ("cramping when not menstruating"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), anxiety ("emotional anguish") and arthralgia ("joint pain"). The patient was treated with colecalciferol (vitamin d), citalopram hydrobromide (celexa), metronidazole, oxycocet (percocet), ondansetron (zofran), antibiotics, paracetamol (tylenol), ibuprofen, fluoxetine hydrochloride (prozac) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, myalgia and arthralgia had resolved, the genital haemorrhage, female sexual dysfunction, alopecia, dental caries, tooth loss, dysgeusia, vitamin d decreased, vision blurred, joint swelling, hypoaesthesia, nausea, dizziness, fatigue, migraine, headache, menometrorrhagia, back pain, abdominal pain lower, dyspareunia, bacterial vaginosis, vaginal discharge, rash, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight fluctuation, urinary tract disorder, bladder disorder and anxiety outcome was unknown, the procedural pain and depression had not resolved and the pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, dental caries, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypoaesthesia, joint swelling, menometrorrhagia, menorrhagia, migraine, myalgia, nausea, pelvic pain, procedural pain, rash, tooth loss, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin d decreased and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs: events abnormal bleeding (vaginal, menorrhagia), apareunia, dysmenorrhea (cramping), weight fluctuation, joint pain, anxiety and bladder and urinary problems were added. Product information, treatment and concomitant drug are added. Outcome of events joint/ muscle pain, abdominal pain are resolved and pelvic pain is recovering/ resolving. Historical condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 735706) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo esure confirmation test". The patient's past medical history included multigravida, parity 2 (((B)(6) 2008 and (B)(6) 2011)), vaginal bleeding and menorrhagia. Concurrent conditions included genital warts. Concomitant products included cholecalciferol (vitamin d) and progesterone. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced bacterial vaginosis ("infection(bladder/ urinary tract/vaginal)type: bacterial vaginosis"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/ pelvic pain"), alopecia ("hair loss"), dysgeusia ("metal taste in mouth"), fatigue ("fatigue"), dental caries ("tooth decay or loss"), tooth loss ("tooth decay or loss"), migraine ("migraines"), vision blurred ("blurred vision"), joint swelling ("swollen ankles"), dizziness ("dizziness during menstruation"), back pain ("severe back pain"), abdominal pain lower ("cramping when not menstruating"), menometrorrhagia ("irregular, prolonged menses/blood clots"), dyspareunia ("pain during intercourse"), procedural pain ("painful post-operative recovery"), depression ("depression"), rash ("rashes or skin conditions type: rash"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), nausea ("nausea"), hypoaesthesia ("legs numb"), vaginal discharge ("vaginal discharge"), vitamin d decreased ("hormonal changes: describe: vitamin d level low") and myalgia ("muscle pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain and myalgia had resolved, the genital haemorrhage, alopecia, dysgeusia, fatigue, dental caries, tooth loss, migraine, vision blurred, joint swelling, dizziness, back pain, abdominal pain lower, menometrorrhagia, dyspareunia, bacterial vaginosis, rash, female sexual dysfunction, headache, nausea, hypoaesthesia, vaginal discharge and vitamin d decreased outcome was unknown, the pelvic pain was resolving and the procedural pain and depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bacterial vaginosis, dental caries, depression, dizziness, dysgeusia, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypoaesthesia, joint swelling, menometrorrhagia, migraine, myalgia, nausea, pelvic pain, procedural pain, rash, tooth loss, vaginal discharge, vision blurred and vitamin d decreased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: fu from pfs: new events: pelvic pain, bacterial vaginosis, bacterial vaginosis, rash, female sexual dysfunction, headache, nausea, hypoaesthesia, vaginal discharge, vitamin d decreased, cystitis, urinary tract infection, vaginal infection, myalgia, device monitoring procedure not performed, genital haemorrhage were added. Previously reported event ¿abdominal pain¿ outcome updated to recovered/resolved. Reporter, patient demographic information, all other relevant history updated. All concomitant products added. Product (essure) batch number added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 735706) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo esure confirmation test". The patient's past medical history included multigravida, parity 2 (B)(6) 2008 and (B)(6) 2011), vaginal bleeding and menorrhagia. Concurrent conditions included genital warts. Concomitant products included colecalciferol (vitamin d) and progesterone. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced bacterial vaginosis ("infection(bladder/ urinary tract/vaginal)type: bacterial vaginosis"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/ pelvic pain"), alopecia ("hair loss"), dysgeusia ("metal taste in mouth"), fatigue ("fatigue"), dental caries ("tooth decay or loss"), tooth loss ("tooth decay or loss"), migraine ("migraines"), vision blurred ("blurred vision"), joint swelling ("swollen ankles"), dizziness ("dizziness during menstruation"), back pain ("severe back pain"), abdominal pain lower ("cramping when not menstruating"), menometrorrhagia ("irregular, prolonged menses/blood clots"), dyspareunia ("pain during intercourse"), procedural pain ("painful post-operative recovery"), depression ("depression"), rash ("rashes or skin conditions type: rash"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), nausea ("nausea"), hypoaesthesia ("legs numb"), vaginal discharge ("vaginal discharge"), vitamin d decreased ("hormonal changes: describe: vitamin d level low") and myalgia ("muscle pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain and myalgia had resolved, the genital haemorrhage, alopecia, dysgeusia, fatigue, dental caries, tooth loss, migraine, vision blurred, joint swelling, dizziness, back pain, abdominal pain lower, menometrorrhagia, dyspareunia, bacterial vaginosis, rash, female sexual dysfunction, headache, nausea, hypoaesthesia, vaginal discharge and vitamin d decreased outcome was unknown, the pelvic pain was resolving and the procedural pain and depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bacterial vaginosis, dental caries, depression, dizziness, dysgeusia, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypoaesthesia, joint swelling, menometrorrhagia, migraine, myalgia, nausea, pelvic pain, procedural pain, rash, tooth loss, vaginal discharge, vision blurred and vitamin d decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received - new reporter were added. Case updated as medically confirmed. Patient date of birth was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysgeusia ("metal taste in mouth"), fatigue ("fatigue"), dental caries ("tooth decay or loss"), tooth loss ("tooth decay or loss"), migraine ("migraines"), vision blurred ("blurred vision"), joint swelling ("swollen ankles"), dizziness ("dizziness during menstruation"), back pain ("severe back pain"), abdominal pain lower ("cramping when not menstruating"), menometrorrhagia ("irregular, prolonged menses/blood clots"), dyspareunia ("pain during intercourse") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, alopecia, dysgeusia, fatigue, dental caries, tooth loss, migraine, vision blurred, joint swelling, dizziness, back pain, abdominal pain lower, menometrorrhagia and dyspareunia outcome was unknown and the procedural pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dental caries, dizziness, dysgeusia, dyspareunia, fatigue, joint swelling, menometrorrhagia, migraine, procedural pain, tooth loss and vision blurred to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.